Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to regulatory report #3004209178-2017-06873. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with two neurostimulators (ins) for chronic low back pain, radicular pain syndrome and spinal pain. It was reported that the patient experienced a loss of stimulation, a loss of therapy, and a return of symptoms. It was reported that the patient lost (B)(6) in a year following a bariatric surgery and both their devices were loose in the pocket. One device was reported to be turned/flipped. Patient reported to be in a lot of pain and requested a manufacturer representative to perform reprogramming. Patient has an appointment with the physician on (B)(6) 2017 and will follow up to get the ins pocket and the leads checked for movement due to weight loss. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a patient on 2017-apr-11. The patient stated that since they lost the weight, their devices have shifted and do not help their pain. The patient tried to charge their device for 18 hours but barely got a charge. The patient tried turning their devices over the weekend because their rsd was acting up, but the stimulation suddenly caused extreme back pain so they turned their devices off and the pain went away after two hours. The patient reported having a motor vehicle accident on (B)(6) 2017. The patient has appointment with a new healthcare professional (hcp) next week for reprogramming. No further complications were reported/are anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient had 2 ins's and one of them was replaced. The patient reported the ins was replaced because it was malfunctioning because she lost (B)(6) and the ins pocket needed to be re-done. It was reported revision occurred in (B)(6) or (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with two neurostimulators (ins) for chronic low back pain, radicular pain syndrome and spinal pain. It was reported that the patient lost 150 lbs in a year following a bariatric surgery and both their devices were loose in the pocket. One device was reported to be turned/flipped. Patient reported to be in a lot of pain and requested a manufacturer representative to perform reprogramming. Patient has an appointment with the physician on (B)(6) 2017 and will follow up to get the ins pocket and the leads checked for movement due to weight loss. No further patient complications have been reported as a result of this event.